Event description:
An impella cp device was inserted via the right femoral artery in a 69-year-old male patient for the indication of protected percutaneous coronary intervention. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage a. During insertion, the introducer sheath incurred a kink related to patient-specific vascular anatomy, including vessel tortuosity. Serial pre-dilation was performed prior to device advancement. The physician attempted to advance the impella cp device through the sheath and was able to successfully advance the pigtail and inlet cage past the kinked segment; however, the mid-catheter shaft and motor housing were unable to pass through the kink. Multiple attempts were made to facilitate advancement, including use of a buddy wire and a boston scientific platinum plus wire, but these attempts were unsuccessful. The device was removed, and an alternative sheath was utilized; however, advancement of the impella cp device remained unsuccessful despite these interventions. Following removal of the device, visual damage to the catheter shaft was identified, requiring use of a second impella cp device. The reported failure to advance and associated catheter damage are consistent with procedural challenges related to vessel tortuosity and anatomical resistance encountered during large-bore device delivery.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.